Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 21 2007. A chamber failure on channel a was initially reported by the facility. It was unknown when the event occurred. Evaluation summary: during product evaluation, a defective air-in-line printed circuit board that could not be calibrated was observed. The pump head module which contains the air-in-line printed circuit board was replaced. The pump was returned to the customer fully operational.

Event description:
During service by baxter, the infusion pump was found to contain a defective air-in-line printed circuit board that could not be calibrated. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.